Event description:
Customer reported that they were unable to get the buttons to work on the insulin pump. Customer's blood glucose reading at the time of the call was 131 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no esc, act and down button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.